Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication of the gear train, and a stall due to shaft bearing.

Event description:
Additional information was received from a manufacturer representative. Pump logs returned with the pump on (B)(6) 2016 identified three motor stalls with "stopped pump period may exceed tube set" messages in between each motor stall and subsequent recovery. No dye or rotor studies were performed.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and complex reg pain syndrome type I. The pump contained dilaudid with a concentration of 40 mg/ml and a dose of 16 mg/day. It was reported a motor stall was seen at initial interrogation. The patient had not recently had a magnetic resonance imaging (MRI) test. A stopped pump period may exceed tube set occurred. Since (B)(6) 2016, there were multiple motor stalls and recovery logs and a couple tube set logs. The hcp denied electromagnetic interference (emi) or magnetic interaction. The pump was currently recovered at the time of the report from the most recent motor stall. The hcp stated she was going to monitor the pump and schedule for a pump replacement. No patient symptoms reported. The hcp said it was hard to evaluate the therapy at that time due to the fact the patient had a family member recently die and she was dealing with that. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2016-oct-04. It was reported that the patient had called to say the pump was alarming and that the office brought her in to interrogate for troubleshooting, which showed that 6 motor stalls and recoveries occurred. The patient had a surgical consult as intervention taken to resolve the motor stalls. It was indicated that the cause of the motor stalls was not determined, and that there was no MRI and ¿nothing out of the ordinary.¿ it was noted that the patient was scheduled for pump replacement on (B)(6) 2016. Further information was later received from a manufacturer¿s representative on 2016-oct-12. It was reported that surgical intervention occurred as the pump was replaced on (B)(6) 2016 due to constant alarming and motor stalls. It was noted that the patient experienced symptom return and withdrawal symptoms. No factors that may have contributed to the issue were indicated. The representative was not aware of any diagnostics or troubleshooting performed and interventions or actions taken to resolve the issue. It was unknown if the issue was resolved at the time of the report. The patient status at the time of the report was indicated as ¿alive ¿ no injury.¿ it was indicated that the device would be returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.